Event description:
It was reported that the wire was zeroed and normalized without problems. Wire was advanced past the lesion and the message "attach wire to connector" was displayed on the screen. The wire wasn't recognized. The wire was disconnected and reconnected to the connector but the same message reappeared. Vessel had mild calcification and was tortuous. Wire was removed and another wire was used and successfully completed the procedure. There was no intervention performed and no patient injury and no adverse events reported due to this event. Evaluation of the returned device was performed by the manufacturer and it was observed that the distal part of the sensor was broken and was missing from the device.

Manufacturer narrative:
Internal ref: (B)(4). During examination of the returned pressure guidewire, it was observed that the hypotube was kinked in multiple locations; a stretched tip coil distal to the sensor was observed. The distal part of the pressure sensor was broken from the device and the tip appeared to be shaped. The signal test was performed and the device failed by producing "attach wire to connector" message due to the broken pressure sensor. The pressure sensor is fabricated from silicone wafer (l: 900 + or - 4u and w: 244 + or - 4u) and is not readily seen on x-ray equipment commonly used on the cardiac cath; it may not appear on the cine or fluoroscopy depending on the size of the vessel. The serial number of the returned device was different from what was reported by the customer. The manufacturing documentation for the returned device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. In the event that portion of the sensor was left inside the coronary artery, the following possible events could have taken place: vessel spasm, vessel closure due to thrombosis, ischemia on ECG and/or chest pain, and/or myocardial infraction of the impacted vascular bed. However, none of these possible events were reported. No adverse events were reported by the user. This event is being reported as it is not possible to determine when the pressure sensor became separated. No further action is required.